Event description:
It was reported that this implantable pacemaker was explanted due to premature battery depletion (pbd). A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the clinical observation of premature battery depletion. The device case was opened and visual inspection revealed no irregularities. Testing found that the battery had depleted earlier than expected. When connected to an external power source, the device passed all tests and operated normally. No high current drain or other device anomaly was identified during analysis. Although the was no caused by a depleted battery, laboratory analysis was unable to reproduce the condition that caused the battery to deplete prematurely. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of premature discharge of battery was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically.

Event description:
It was reported that this implantable pacemaker was explanted due to premature battery depletion (pbd). A new device was implanted. No additional adverse patient effects were reported.